Manufacturer narrative:
On 3/17/2021, the product investigation was completed. It was reported that a 71 year-old female (124 pounds) patient underwent an atrial fibrillation ablation using stereotaxis system with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During use at the roof left superior pulmonary vein pericardial effusion was discovered as the patient blood pressure dropped. The anesthesia machine had issues and the pressure was really high after going transseptal so it was hard for them to determine when the actual effusion took place. The effusion was confirmed by ice and an echo tech was also brought in to confirm it. Upon additional information pericardiocentesis was performed. Transseptal puncture was performed with a brk needle. The correct catheter settings were selected on the generator and there were no error messages. Force visualization features used: graph and dashboard, vector and visitag are n/a stereotaxis. The physician¿s opinion on the cause of this adverse event: procedure and stereotaxis. The patient was reported to have fully recovered. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the navistar rmt catheter. Per the event, several tests were performed. The electric, magnetic and temperature features were tested and no issues were observed. In addition, the product was irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30429209m number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female ((B)(6)) patient underwent an atrial fibrillation ablation using stereotaxis system with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During use at the roof left superior pulmonary vein pericardial effusion was discovered as the patient blood pressure dropped. The anesthesia machine had issues and the pressure was really high after going transseptal so it was hard for them to determine when the actual effusion took place. The effusion was confirmed by ice and an echo tech was also brought in to confirm it. Upon additional information pericardiocentesis was performed. Transseptal puncture was performed with a brk needle. The correct catheter settings were selected on the generator and there were no error messages. Force visualization features used: graph and dashboard, vector and visitag are n/a stereotaxis. The physician¿s opinion on the cause of this adverse event: procedure and stereotaxis. The patient was reported to have fully recovered. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.